Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device remains implanted. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2016-00626 / 00627 / 00628).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2013 and right total hip arthroplasty on (B)(6) 2007. During the right hip procedure, the stem initially inserted into the femur, and it was noted that the calcar split. Therefore, the stem was backed out, a cable was placed about the calcar, and the stem was reinserted. Patient underwent an aspiration of the left hip on (B)(6) 2014. Legal counsel further reports patient underwent a left total hip revision on (B)(6) 2014 and right total hip revision on (B)(6) 2014 due to patient allegations of bilateral hip pain, groin and buttocks pain, fluid collection around the iliopsoas compartment of left and right hip, and elevated metal ions. During the left hip revision the head was removed, and a head, taper adaptor and an active articulation bearing were implanted. Operative notes received reported that corrosion was present on the femoral head neck junction. During the right hip revision, the head was removed, and a head and an active articulation bear were implanted. Operative notes further reported that during the right hip revision, nodular tissue of the anterior hip was removed, and no signs of infection were found. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that during right total hip arthroplasty, the calcar fracture upon insertion of the femoral stem. The femoral stem was removed and then reimplanted after a cable was used for fixation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.